Event description:
Pt was given trial lenses after being a long-term wearer of rgp lenses. New lenses were worn by the pt for the first time in 2009. The pt found the lenses uncomfortable and removed them. The pt reinserted the lenses four days later, without pain, wore them for about 4 hours before realizing that the vision in her right eye had become very blurred. The pt attended an emergency appointment with her optometrist, and was then referred to the hospital with severely reduced visual acuity, severe corneal edema and damage to the epithelial cells in the right eye. The optometrist has also indicated that the pt had experienced a "severe toxic reaction". The pt had attended the hospital several times and has been receiving topical medication, including antibiotic and steroid eye drops. The pt's right eye is now recovering.

Manufacturer narrative:
The lens involved in the incident was returned for eval. The lens was not in its original container. A visual inspection was performed and no defects were identified. The lens was tested for base curve, diameter, optical quality, power, toric axis and toric cylinder. All measurements were within specification and no defects were identified. A review of the lot history records for the lot number was performed and no quality issues were identified. The lot met all final release criteria. All measurements were within specification and no defects were identified. A review of the complaint history records found no other complaints of any nature have been received for this lot of lenses. No conclusion can be drawn as to whether or not contact lens wear contributed to the condition pt complains of. This is being reported as a corneal abrasion of unk origin with no direct causal relationship established between the incident and medical device; however, the use of the device cannot be excluded as a contributor to the event.